Event description:
It was stated that the customer was hospitalized for high blood glucose levels over 800 mg/dl. The customer had previously called to report no delivery alarms. It was stated that the customer changed the infusion set several times but continued to get the no delivery alarms. Troubleshooting was performed and the insulin pump passed the prime test when there was no reservoir in the insulin pump. However, the insulin pump alarmed no delivery when the reservoir was put back in. It was also stated that the customer had been experiencing bent cannulas at some point. Further troubleshooting was not possible as the husband did not have any more supplies at the time of the phone call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.